Event description:
During portocath removal, catheter fractured and catheter retracted into the wound. Fluoroscopic guidance noted the segment of catheter in the innominate vein. Pt transferred to another medical center for removal.